Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber ceased to function at 166,500 joules.the fiber was replaced and the procedure completed using a second surgical fiber.there was no patient injury reported.gland volume: 60 ml.time expended: 31.46 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.